Manufacturer narrative:
G.4. Applicable 510k numbers are k182589;k980987. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. This report is supplemental to previously submitted 2243072-2026-00218. It was determined that the legal manufacturer is san agustin. This new MDR is being submitted to correct the legal site and to submit a MDR under the correct site registration number. A correction supplemental was submitted for 2243072-2026-00218.

Event description:
It was reported that the bd syringe had foreign matter. The following information was provided by the initial reporter: lot # 251101 it was reported that medication preparation by a registered nurse: difficulty drawing up a syringe of hoc from a bottle of saline solution. Needle changed, same problem. Ultimately, saline drawn into a 50 ml syringe: discovery of a plastic ¿carrot¿ in the syringe. Syringe retained and one needle from the same batch collected for medical device surveillance. Proven consequences: plastic in a syringe (see photo): major risk to the patient wasted time.